Event description:
The ligasure impact handle locked up.======================manufacturer response for ligasure impact, valleylab ligasure impact lf4200======================the jaws of the instrument had tissue between them and the jaws were stuck shut. Upon inspection, we found that the cutting blade was out of it guiding slots and trapped between the jaws. The knife was bent, but the edge was undamaged. Design of the lf4200 allows for larger bites of tissue than other devices. It is critical, however, that the user does not place too much tissue in the jaws during use. If jaws are overfilled, it is possible for the cutting mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient. Before activating the cutter, the user must visually confirm that the tips of the jaws are fully closed following the tissue fusion cycle. If the tips of the jaws are not fully closed, it is possible for the cutter mechanism to be damaged, potentially resulting in difficulty opening the jaws or injury resulting to the user or patient.